Event description:
Pt had surgery on (B)(6) 2010 for diagnosis of coronal scoliosis; the procedure included t10 through iliac instrumented fusion using medtronics titanium rods. On (B)(6) 2011, the pt returned to surgery for the removal and replacement of rods due to bilateral breakage of the previously implanted titanium rods.